Event description:
After 6 hours of intra aortic balloon therapy blood was noted in the tubing. The intra aortic balloon was removed. No patient injury or further complications occurred as a result of this event. The patient is reported to be in stable condition.